Event description:
It was reported that the fiber tip detached inside the patient. The tip was retrieved with grasper and removed from the body of the patient. Patient outcome information was not provided.

Event description:
It was reported that the fiber tip detached inside the patient. The tip was retrieved with grasper and removed from the body of the patient. It was further reported that the surgery was extended by 5 minutes trying to remove the broken piece. No complications to the patient occurred due to this event.

Manufacturer narrative:
Describe event or problem: updated. Patient codes: updated . Evaluation conclusion codes: updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. The product has not been returned; therefore, no physical or visual analysis of the product could be performed. Based on the information provided, an evaluation conclusion code of cause not established was assigned to this investigation.